Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-2138-50 serial #'s - (B)(4). Description - linear lead, 50 cm with pre-loaded 0.012 inch stylet.

Manufacturer narrative:
Devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient has been unable to charge her implant in over a year. The physician assessed the pocket site and believes that the ipg has flipped inside the pocket. The pocket will not be revised as the patient has instead chosen to have the entire system explanted.

Event description:
A report was received that the patient has been unable to charge her implant in over a year. The physician assessed the pocket site and believes that the ipg has flipped inside the pocket. The pocket will not be revised as the patient has instead chosen to have the entire system explanted.